Event description:
It was reported that the rv pace/sense portion of the lead was abandonned and was subsequently replaced with a new pace/sense lead after the patient received an inappropriate shock. The shock was caused by oversensing of noise. Loss of capture was also reported. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) pace/sense portion of the lead was abandoned and replaced with a new pace/sense lead after the patient received an inappropriate shock. The shock was caused by oversensing of noise. Loss of capture was also reported. The high voltage portion of the lead remains in use. Additional information was subsequently received indicating that the pace/sense portion of the lead was fractured. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the rv (right ventricular) pace/sense portion of the lead was abandoned and replaced with a new pace/sense lead after the patient received an inappropriate shock. The shock was caused by oversensing of noise. Loss of capture was also reported. The high voltage portion of the lead remains in use. Additional information was subsequently received indicating that the pace/sense portion of the lead was fractured. No patient complications were reported as a result of this event. No conclusion can be drawn. Capture, failure to, lead(s), fracture of, oversensing. Device remains activated, shock, inappropriate, noise.